Event description:
The company was informed that the pt had an edema over the implant site. It was reported that the edema had subsided. Two weeks later, when the pt resumed use of the cochlear implant, the sound was distorted. External equipment was exchanged and programming changes were made. However, the problem was not resolved. The pt's device was explanted.